Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported there was a lead issue; doctor was unable to insert inner stylet back into the lead to advance it. Doctor attempted to insert multiple inner stylets into the lead and was unsuccessful. Had to open a third lead in order to continue with procedure. While attempting to implant the lead, doctor took the inner stylet out and tried to insert a different one to advance it further. Doctor was not able to insert the new stylet or the other stylets into the lead. Issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 08-apr-2028, UDI#: (B)(4).h3: the 977a260 lead, serial (B)(6) , was returned for product analysis. Analysis revealed electrode at the distal end of the lead was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.